Event description:
It was reported that a newly implanted patient had pain at the incision site and was trying to get the implant ¿regulated with regards to stimulation feeling.¿ the patient felt stimulation while walking but not when sitting. Currently, the ¿vibration¿ went to the patient¿s ¿private parts¿ and was too strong when walking. When the patient lowered stimulation, he felt it was too low because he did not ¿necessarily feel it.¿ the device was implanted for urgency, but the patient¿s symptoms were the same as before implant. The patient reportedly was catheterizing. The settings were set at a comfortable amplitude, the incision pain was improving since implant, and the patient was instructed to monitor therapy benefit. Follow-up was being conducted to determine cause, actions, and patient outcome.

Manufacturer narrative:
Product ID 3889-28, lot# va0uk9v; product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient noted that no particular pain. Lately, they hadn't changed the number. The patient has an appointment in (B)(6). The patient noted not much pain at the incision site. The patient was still not always accident proof and had some problems. "It's still trying to do its job".